Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a one-day post-operative check. Upon interrogation, the right atrial lead exhibited loss of capture, loss of sensing and high impedance. It was discovered that the lead had dislodged. Attempts to reposition the lead were unsuccessful and the lead was explanted and replaced. The patient was asymptomatic before, during and post procedure.